Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
This is filed to report thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During insertion of the steerable guide catheter (sgc), thrombus was observed in the right atrium. The sgc was continued to be advanced, and crossed the septum. Thrombus was now on the guide wire in the left atrium directly in front of the dilator tip. The thrombus was pushed through the septum, by the dilator alongside the wire when advancing the sgc. The activated clotting time was 173 seconds; additional medication was given. Aspiration was performed, successfully removing thrombus through the sgc. The rest of the procedure was uneventful, one clip was implanted reducing mr to 1-2. The patient stayed stable and did not show any sign for coronary or neurological embolization. No additional information was provided.